Event description:
Customer reported that upper trigger was jammed. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, it was revealed that the motor was dirty inside and the socket head screws were damaged. This was attributed to normal wear. The device was repaired and returned to the customer on (B)(4) 2012. Placeholder.